Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleging visualization of particles in the water tank. There is no allegation of serious or permanent harm or injury. The patient required medication as medical intervention. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.